Event description:
An ophthalmic surgeon reported an unexpected outcome following an intraocular lens (iol) implant surgery. The lens was removed and replaced in a second procedure. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Attempts have been made to obtain additional information by email. A completed questionnaire was not received. (B)(4).